Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release.

Event description:
According to the available information, a pump tubing leak occurred. The device was revised.